Event description:
The patient is a 44 year old white female admitted for timed chemotherapy. Patient was started on chemotherapy but the mediport was not working properly. Surgery was performed in an attempt to exchange the life port venous catheter. The life port catheter was freed from its fibrous capsule and pulled to the incision site and slowly removed however, only approx. 8 cm. Of the catheter was removed and the tip was shredded. A fluoroscopic exam was performed and the distal edge of the catheter was wedged in the right ventricle. At that point, the procedure was terminated and the incision was closed. The patient was closely monitored until arrangements were made to have the catheter percutaneously removed at detroit osteopathic hospitaldevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device failed during assembly, device failed during assembly. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.